Event description:
It was reported that the patient was unable to urinate since the itind procedure. The patient presented to the emergency room around midnight with acute urinary retention. It was noted that the bladder scan showed over 800 ml of fluids and a catheter was placed to drain the bladder. The patient was then discharge with a catheter and urine bag in placed. The plan is to keep the catheter until the retrieval of the itind device. There were no further reports of patient harm.